Event description:
It was reported that the patient experienced a significant haemorrhage from the catheter. One report stated that the haemorrhage occurred after the patient lent towards the bedside locker to pick up a cup of coffee. Additional information provided indicated that the patient rolled over in bed, the clamp sprung open and the patient haemorrhaged. This led to an mi and the patient expired.

Manufacturer narrative:
The device involved in the event was not returned for evaluation, and the lot number was not provided. Manufacturing records could not be reviewed. The information provided regarding the event is inconsistent. The initial report stated "the haemorrhage occurred after the patient lent towards the bedside locket to pick up a cup of coffee." A later report stated the "pt rolled over in bed, the clamp sprung open and the pt haemorrhaged." It is unclear from the information provided if any type of injection or end cap was attached to the female luer at the time of the event. The instructions for use that "once the catheter is locked with heparin, close the clamps and install injection caps onto the extensions' female luers." The IFU also contains the following catheter precaution. "The prevent accidents, assure the security of all caps and bloodline connections prior to and between treatments." We are unable to determine the cause or factors which contributed to this event.